Event description:
During preventative maintenance service, the field service engineer (fse) found that the universal surgical manipulator (usm) failed the carriage friction test. There was no patient involvement and no customer-reported issue.

Manufacturer narrative:
The preventative maintenance (pm) service was completed by an intuitive surgical, inc. (Isi) field service engineer (fse). The fse found that the universal surgical manipulator (usm) failed the carriage friction test. The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi received the usm to perform failure analysis. The usm was analyzed and the failure was confirmed and replicated. The usm was tested on an in-house system and failed in normal mode as errors 26016 and 25930 were triggered. The usm was also tested on a testing platform and failed the carriage friction test. After further investigation, particulate debris was found in the isa, also haze/moisture was present in the rotors and joint sensors.